Event description:
Boston scientific received information tha a physician conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted that this right ventricular (rv) was evaluated with testing in the office. It was determined lead was fractured. Subsequently surgical intervention was performed and this lead was replaced. However, it is unknown if it was explanted or surgically abandoned. No additional adverse patient effects were reported. No additional information was able to be obtained from the field.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Journal reference: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.